Manufacturer narrative:
Qn#(B)(4) medwatch# mw5145060 complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section h.10.-added medwatch# mw5145060.

Event description:
Medwatch report received: "clinician was stuck with guidewire upon removal due to guidewire uncoiling from itself, leaving the sharp end exposed." The clinician did not require any medical intervention.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Medwatch report received: "clinician was stuck with guidewire upon removal due to guidewire uncoiling from itself, leaving the sharp end exposed." The clinician did not require any medical intervention.

Event description:
Medwatch report received: "clinician was stuck with guidewire upon removal due to guidewire uncoiling from itself, leaving the sharp end exposed." The clinician did not require any medical intervention.

Manufacturer narrative:
(B)(4).